Event description:
It was reported that during an implant procedure, the physician could not move the guidewire through the left ventricular lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual analysis noted the lead was damaged at implant and was stretched.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).